Manufacturer narrative:
Patient date of birth and weight are not available for reporting. (B)(4). Device was not implanted/explanted. The event occurred during the surgery and the device was removed. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) x-rays performed to locate the device. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent initial implant surgery of sacroiliac (si) screws to treat si diastasis. The surgeon implanted a trans-sacral s2 si screw on the right side of the patient. During tightening of the screw, the head went through the washer that had been placed on the screw. Additional x-rays were taken in order to locate the washer. There was an approximate five minute surgical delay as the surgeon used a clamp to successfully remove the washer. The screw remains implanted in the patient. The procedure was successfully completed. The patient outcome was reported as stable. Concomitant device reported: 7.3mm cannulated screw (part# 209.750, lot# unknown, quantity - one). This report is for one (1) washer 13.0mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: 219.99, synthes lot number: 9937899: release to warehouse date: may 18, 2016. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. It was reported that a portion of a cannulated screw went through a washer. On (B)(6) 2016, a patient underwent initial implant surgery of sacroiliac (si) screws to treat si diastasis. The surgeon implanted a trans-sacral s2 si screw on the right side of the patient. During tightening of the screw, the head went through the washer that had been placed on the screw. Additional x-rays were taken in order to locate the washer. There was an approximate five minute surgical delay as the surgeon used a clamp to successfully remove the washer. The screw remains implanted in the patient. The procedure was successfully completed. The patient outcome was reported as stable. Concomitant device reported: 7.3mm cannulated screw (part# 209.750, lot# unknown, quantity: one). This complaint is confirmed. The x-ray included in the complaint file clearly shows a screw head that has passed through a washer. Furthermore, the inside diameter of the returned / used washer is now an oval shape with smallest inside diameter measured as 7.4mm and largest inside diameter measured as 7.9mm using calipers ca592. The inside diameter edge material has been rolled over and now sits proud on one side of the washer. At the time of manufacture the inside diameter was symmetrical and 6.6mm - 6.7mm in diameter. The complaint condition is confirmed but could not be replicated at as only the washer and not the screw was returned for evaluation. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Root cause is most likely due to excessive screw insertion force under power which exceeded material strength of washer inside diameter edge. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.